Event description:
The tablet software version was confirmed to be v1.5.2.1 no further relevant information has been received to date.

Event description:
It was reported that the device showed high impedance on system diagnostics but after setting the device to 0ma and re-running diagnostics, no issues were noted. The software version of the tablet has not been confirmed but this is likely related to a software issue on m3000 (B)(4) software; when system diagnostics were performed by the user with m3000 (B)(4) software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. This previously happened with this patient and physician, reported in MFR. Report # 1644487-2019-01723, but it is not confirmed that it was the same tablet. No further relevant information has been received to date.